Event description:
It was reported that the patient presented for a scheduled lead revision procedure due to lead noise. Upon interrogation recorded episodes were observed; the atrial lead had exhibited noise leading to auto mode switch. A fluoroscopy revealed that the lead had become dislodged. It was noted that the patient had recently undergone an unrelated procedure where the lead may have become dislodged. The patient¿s condition post procedure was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.